Event description:
Doctor reported, "patient had low pressure (4-7) for a month or more but a normal appearing anterior chamber and otherwise normal post-operative course. Their iop has gradually increased to the 9-12 range.

Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.